Manufacturer narrative:
Product event summary: the balloon catheter 2af283, with lot 75262, and the data files were returned and analyzed. The data files indicated five applications were performed with balloon catheter 2af283 with lot 75262, and four applications with non-returned balloon catheter 2af283 with lot 87561 which triggered (B)(4) system notice, indicating that the pressure was low in the system. Visual inspection of the returned the balloon catheter 2af283, with lot 75262, showed the device was intact with no apparent issues. Smart chip verification indicated the balloon catheter was used for five applications. When the balloon catheter was connected to the console, (B)(4) system notice, indicating that the safety system detected fluid in the catheter and stopped the injection, was immediately received. The performance test was unable to be performed due to the persistent system notice. Dissection of the balloon catheter indicated a guide wire lumen kink and breach 1.45 inches from the tip of the balloon catheter inside the balloon segment. In the balloon catheter failed the returned product inspection due to the guide wire lumen kink, and guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer¿s investigation.